Event description:
The customer reports the kion would not deliver fresh gas during the case and would not display the fresh gas on the front panel or the fresh gas bar graph. There was no patient injury. An fse has been dispatched to the site.